Manufacturer narrative:
(B)(4). Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the o ring was missing from reservoir compartment. The customer's blood glucose level was unknown. It also stated that the reservoir was locked in place after inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.